Manufacturer narrative:
In the absence of a physical product, an extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Based on the investigation, there were no issues that was identified with the librelink app and reported complaint. If product data is returned, an investigation of product data will be performed and a follow-up report submitted. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the use of the freestyle librelink application. On (B)(6) 2021, the customer experienced unspecified symptoms of hypoglycemia, and emergency services were called. A glucose test of "under 30" was obtained and the customer was provided a glucose injection expressed for treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.